Manufacturer narrative:
Device was not returned for investigation; lot number was not provided. Review of manufacturing records is not possible. Root cause was not determined. It should be noted that this submission is being generated as part of a retrospective review of complaint reports related to caiman devices; since the time of the reported failure and investigation results; instrument has undergone design change.

Event description:
During a laparoscopic colectomy device was not sealing as surgeon expected; lack of hemostasis after engaging of device; hearing beep and cutting. Blood was still coming through the vessel. Surgeon reported this happened twice during the case and attempted more than one seal. Surgeon used suture to fully close the vessel. No patient injury. No surgical delay. Device discarded; not available for investigation.